Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a connection issue; further described as "when trying to connect both the cassette and bag, they were not locked and spinning." This occurred during setup of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to b3/d10: the event occurred on an unspecified date in april 2022 (previously reported as april 2020). Should additional relevant information become available, a supplemental report will be submitted.